Event description:
It was reported to philips that the allura device would not boot up and stops at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse identified that the system had a faulty frame grabber card and would not initialize. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced and programmed the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up because of faulty grabber cards. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The engineer replaced the flexvision pc and returned the device to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and component codes were corrected.